Manufacturer narrative:
During the coil embolization procedure for peripheral arterial occlusion lesion located in vertebral artery, the orbit galaxy coil (640cf0615/15549737) was difficult to place in the aneurysm, and while carefully taking it in and out of the excelsior 1018 type str or 45 degrees microcatheter tip (stryker) about 2-3 times, the coil unintentionally detached into the vessel although no detachment was attempted at that time with the dcs syringe ii (635-002/96331170). The proximal portion of the coil (approximately 5cm) was left in the microcatheter and rest of the coil in the vessel. Then, it was decided to withdraw both the orbit galaxy and the microcatheter as a unit from the patient. However, the entire embolic coil fell off the microcatheter and into the vertebral artery. Afterwards, the entire embolic coil was retrieved from the patient by using gooseneck snare. The procedure was continued using unspecified competitor¿s products (target/stryker, size and unit unknown) and five coils (orbit galaxy, size and lot all unknown) with the same syringe to successfully complete the procedure. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. There was no patient injury/complications reported. According to the physician, the unintentional detachment would not be related to the syringe, however he required us to inspect both the coil and the syringe for the standard (including diameter of hypotube lumen of the orbit galaxy). There was no complaint against the dcs syringe, and the physician also thought that the syringe was not involved in the event. However, our customer required us the analysis of this syringe and would like to make sure that it was the specified value. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and a dedicated saline source was used to fill the syringe. No resistance/friction was noted between the coil system and microcatheter. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, stretched, separated, fracture, etc). The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The vessel was mildly calcified and mildly tortuous, and access was obtained from femoral artery. The complaint products are going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken. The introducer was received unzipped and no damages were noted on it. The support coil and gripper were found inside of the unknown microcatheter and no damages were noted on them. The embolic coil was found stretched and stuck with the gooseneck snare inside of unknown microcatheter. The hypotube, gripper and embolic coil were inspected under microscope and the following were found: the edges of the broken section of the hypotube appear as it was kinked before it got broken. No obstructions or damage was noted on the purge hole and gripper also marks of the embolic coil was attached to the gripper can be observed. The embolic coil was found stretched and the suture broken. The suture seems to be elongated before breaking occurred. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported difficulty placing the coil could not be evaluated due to the nature of the event. The report that the coil prematurely deployed and migrated could not be evaluated either with analysis due to the conditions of the returned device. The root cause of the reported positioning difficulty could not be determined; however, based on the information that the coil was inserted and withdrawn several times to positioned in the aneurysm, device interaction are factors that may have contributed. Neither the analysis nor the device history record review suggests that the reported event is related to the manufacturing process. Clinical and procedural factors appear to have contributed to the reported event. Additionally inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective action will be taken at this time.

Event description:
During the coil embolization procedure for peripheral arterial occlusion lesion located in vertebral artery, the orbit galaxy coil (640cf0615/15549737) was difficult to place in the aneurysm, and the while carefully taking it in and out of the excelsior 1018 type str or 45 degrees microcatheter tip (stryker) about 2-3 times, the coil unintentionally detached into the vessel although no detachment was attempted at that time with the dcs syringe ii (635-002/96331170). The proximal portion of the coil (approximately 5cm) was left in the microcatheter and rest of the coil in the vessel. Then, it was decided to withdraw both the orbit galaxy and the microcatheter as a unit from the patient. However, the entire embolic coil fell off the microcatheter and into the vertebral artery. Afterwards, the entire embolic coil was retrieved from the patient by using gooseneck snare. The procedure was continued using unspecified competitor¿s products (target/stryker, size and unit unknown) and five coils (orbit galaxy, size and lot all unknown) with the same syringe to successfully complete the procedure. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. There was no patient injury/complications reported. According to the physician, the unintentional detachment would not be related to the syringe, however he required us to inspect both the coil and the syringe for the standard (including diameter of hypotube lumen of the orbit galaxy). There was no complaint against the dcs syringe, and the physician also thought that the syringe was not involved in the event. However, our customer required us the analysis of this syringe and would like to make sure that it was the specified value.

Manufacturer narrative:
A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and a dedicated saline source was used to fill the syringe. No resistance/friction was noted between the coil system and microcatheter. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, stretched, separated, fracture, etc). The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The vessel was mildly calcified and mildly tortuous, and access was obtained from femoral artery. The complaint products are going to be returned for evaluation. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15549737 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Excelsior 1018 straight microcatheter and snare device. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.